Event description:
The pt called lifescan on 10/26/04 alleging an error 2 reading on the meter. She felt tired at the time of testing and contacted a medical professional for advice. Prior to visiting the md, she took her diabetes medication. She was at the md's office 4-5 hours later and tested on the md's meter with a reading of 275 and 280 mg/dl. Md increased the pt's medication. Customer service was unable to resolve the issue and sent the pt a new meter. This case is being reported as a malfunction, since the error 2 message was not resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.